Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor reading and blood at site. The customer states the device went into threshold suspend. The customer's blood glucose level was 250mg/dl and their sensor reading was 40mg/dl or 50mg/dl. The difference was found to not be within the acceptable range. The customer states there was blood at site. The customer's blood glucose level at the time of was 232mg/dl. The customer was advised on proper insertion techniques, and advised to monitor the device.